Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/26/2016 that on (B)(6) 2016, the patient switched to the second transmitter early. No additional patient or event information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported issue. A root cause could not be determined.